Event description:
The patient underwent a ultrasound guided prostate biopsy. Several passes were made with the needle. On one of the passes, the needle came back bent and the radiologist thought it may have broken off. A new needle was obtained to complete the remaining portion of the biopsy. A pelvic x-ray was done and there was nothing found in the patient. After closer inspection of the needle it was determined that the needle was bent and not broken. The radiologist said this had never happened to him before and it was not a difficult procedure. The patient was notified of this issue.